Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic experiencing slow heart rate and suffocation. The pacemaker was explanted and replaced with the new device. There were no patient consequences and patient condition was stable after procedure.